Event description:
It was reported that during inspection for use the bronchovideoscope did not display an image. These was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of no image was displayed was confirmed. Based on the results of the investigation, it was found that the cause of the event was due to damage on charge coupled device unit, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.